Event description:
The lead was capped due to high lead impedance.

Event description:
The lead was explanted and not capped as previously reported.

Manufacturer narrative:
As received, two pieces of the lead 14.5cm and 42cm were returned for analysis. Abrasion from inside-out was noted at 9cm from the distal tip electrode. Efte cables were exposed but not abraded. Due to the lead being cut into two pieces, lead impedance test could not be performed.